Event description:
In 2005, an old male underwent percutaneous nephrolithotomy procedure which was thought to be completed successfully. The patient was presented with complications of left flank pain 8 months later. Upon visual inspection, it was found the balloon had been inserted in to the patient with the plastic cover on. Intervention occurred to remove the plastic cover. A full recovery is expected. No additional information forthcoming.

Manufacturer narrative:
Section h: this device has not been received by this manufacturer, therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedure.